Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose readings after a supply change while using the ilet with a 6 mm, 23-inch infusion set; the initial reading was reported at 322 mg/dl and later trended down to 287 mg/dl, and the user did not have test strips available for confirmation at the time of the first call. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and recovery with glucose trending downward. Investigation included attempts to conduct a blood glucose questionnaire and event follow-up. Investigation of this case revealed that the cause of the hyperglycemia was not determined due to lack of additional information.